Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735737, version #: (B)(4). Report source foreign country: (B)(6). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a stereotactic deep brain stimulation (dbs) procedure. It was reported that pre-operative planning based on magnetic resonance imaging (MRI) sequences was done the day before; on the day of the event, stereotactic computed tomography (CT) scans were performed and saved in the local electronic picture archiving and communication systems (pacs) system. Download of one CT scans with about 500 slices as successful. After clicking on the CT scan, and defining it as reference sequence, the error message "warning: low system memory" occurred. The merge could be done. The surgeon deleted the CT scan and 1-2 MRI sequences and rebooted the system. After restarting the system and choosing another second CT scan, the planning could be done. The procedure was completed using navigation and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.